Event description:
It was reported that syringe 1ml s/t w/ndl 26x3/8 ib had connectivity issues. This was discovered during use. The following information was provided by the initial reporter: material no: 309625, batch no: 9353360. It was reported that when rn is administering an immunotherapy injection, the needle remains in the patient and the patient does not receive the appropriate dose ordered.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are required at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Manufacturer narrative:
The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml s/t w/ndl 26x3/8 ib had connectivity issues. This was discovered during use. The following information was provided by the initial reporter: material no: 309625 batch no: 9353360. It was reported that when rn is administering an immunotherapy injection, the needle remains in the patient and the patient does not receive the appropriate dose ordered.